Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user not the use the angio-seal device, if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their patient info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that an angio-seal was deployed post catheterization. Six days later, the patient went to the emergency department with complaints of a cold leg and pain. The pt underwent vascular surgery to remove an obstruction from the common femoral artery. It was reported that the puncture stick was high and above the inguinal ligament. The pt was recovering.